Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: added method/results/conclusions code 2 for sterilization evaluation. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007; including records for appendectomy, were not provided. (B)(6) 2007: (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: laparoscopic incisional hernia repair. Assistant: (B)(6). History: the patient has an incisional hernia. He [sic] has elected to repair it. Procedure: ¿the patient was given a general anesthetic. She has sequential compression devices on which were functional and she was given lovenox. She had a foley catheter inserted and an nasogastric tube inserted. She was prepped and draped in the supine position. We made a skin incision laterally to the left and worked our way down to fascia, and opened up the fascia and carefully worked our way into the abdomen. We put in a hasson, the gas, and a 30-degree scope. We put a 5-mm trocar superiorly and an 11-mm trocar inferiorly. There were multiple adhesions with bowel stuck right up into multiple defects. We took our time and took all of these down. We elected to put an 11-mm trocar superiorly so that we could approach these adhesions through multiple ports. Once we had all the adhesions down, we looked at the bowel and saw no signs of injury. There were multiple defects. I measured the defects to be a total of 8 x 22.5 cm. We chose a 20 x 30 cm mesh and I cut 5 cm off so we had a 15 x 30 cm mesh which would give us lots of coverage of at least 3 cm in all directions. This was gore-tex dual mesh plus. We put the gore-tex stitches at the 6 and 12 o¿clock positions. We then put the mesh in through the hasson site, and then we opened it up and made sure that the white part was against the fascia and the brown was against bowel as it was designed to be. We then brought the gore-tex stitches at the 6 and 12 o'clock positions through the abdominal wall and then tied them. We used the ethicon endo anchor and put endo anchors at the 3 and 6 o'clock positions. I used the 5-mm trocar and went laterally to the right so that I could get good use of the endo anchor on both sides. Once we had these 2 staples in, we found that the mesh was sitting just like we had wanted it to be. We then put endo anchors every 2 cm. We then put gore-tex stitches every 5 cm going through the gore-tex and then coming back up and tying. This gave us excellent coverage of all the hernias. We then removed the trocars until direct vision. We closed the hasson site with interrupted vicryl stitches. All skin incisions were closed with 3-0 prolene stitches. We put marcaine in all wounds, and steri-strips and op-sites were applied. The patient tolerated this very well and went to the recovery room in good condition.¿ (B)(6) 2007: (B)(6). Implant tracking log. Implant sticker. Item #: 3958. Description of implant: gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp07. Lot batch number: 04406916. Manufacturer: w.l. Gore & associates. Size: 15 x 30. Implant type #: 4. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/04406916) was implanted during the procedure. Records between (B)(6) 2007 and (B)(6) 2010 were not provided. (B)(6) 2010: (B)(6). Operative report. Pre op [preoperative] dx [diagnosis]: left lower quadrant hernia. Post op [postoperative] dx [diagnosis]: same. Procedure: repair of left lower quadrant hernia with upps mesh. Assistant: (B)(6). Anesthesia: general. Indications: the patient is a 54yo [year old] female who presents with a llq [left lower quadrant] hernia for repair. We have discussed the risks of bleeding, infection, and post-operative pain and they wish to proceed. We have also discussed the placement of mesh and questions have been answered. Procedure: ¿the patient was brought to the operating room and prepped and draped in sterile fashion after administration of adequate general anesthesia. The abdomen was prepped and draped free. A skin incision was made with a 15 blade and dissection was carried down through subcutaneous tissues using electrocautery. External oblique was identified and hernia sac was dissected free and reduced. The defect was repaired with a upps mesh patch. The patch was fixed medially to the external oblique inferiorly to the external oblique. 0 prolene sutured were used to close the defect incorporating the mesh. The wound was anesthetized with 30cc¿s of 0.5% marcaine with epinephrine solution. Subcutaneous tissues were closed with 3-0 vicryl and the skin was close with 4-0 vicryl. Steri-strips and sterile bandage were applied, all sponge and needle counts were correct. The patient was taken to the recovery room in stable condition. All sponge and needle counts were recorded as correct. Ebl [estimated blood loss]: 10 cc.¿ records between (B)(6) 2010 and (B)(6) 2013 were not provided. (B)(6) 2013: (B)(6). Procedure report. Pre-procedure diagnoses: anemia. Unexplained iron deficiency anaemia. Post-procedure diagnosis: hiatal hernia. Normal esophagus, stomach, and duodenum ¿ 2 cm hiatal hernia, no lesions, no avm [arteriovenous malformation] no pud [peptic ulcer disease]. Procedure: upper gi [gastrointestinal] endoscopy, biopsy. Indication: unexplained iron deficiency anaemia. Sedation: versed 4 mg IV [intravenous], fentanyl 100 mcg IV [intravenous]. Procedure details: informed consent was obtained for the procedure, including conscious sedation. Risks of pancreatitis, infection, perforation, hemorrhage, adverse drug reaction and aspiration were discussed. The patient was placed in the left lateral decubitus position. Based on the pre-procedure assessment, including review of the patient¿s medical history, medications, allergies, and review of systems, the patient had been deemed to be an appropriate candidate for conscious sedation; the patient was therefore sedated with the medications listed below. The patient was monitored continuously with pulse oximetry, blood pressure monitoring, and direct observation. The olympus gastroscope was inserted into the mouth and advanced under direct vision to the second duodenum. A careful inspection was made as the gastroscope was withdrawn, including a retroflexed view of the proximal stomach; findings and interventions are described below. The gastroesophageal junction was seen at 39 cm. Appropriate photodocumentation was obtained. Findings: see postoperative diagnosis. Ebl [estimated blood loss]: none. Specimens: small bowel r/o [rule out] malabsorption. Complications: none. Condition: stable. Impression: same as postoperative diagnosis. Recommendations: proceed with colonoscopy. F/u [follow up] with oncology. Plan capsule if CT abd [abdomen]/pelvis and hematology evaluation is negative. Records between (B)(6) 2013 and (B)(6) 2016 were not provided. (B)(6) 2016 : (B)(6). Operative report. Pre-procedure diagnoses: family history of ovarian cancer. Post-procedure diagnoses: family history of ovarian cancer. Abdominal adhesions. Intraoperative perforation of small bowel. Procedures: attempted open laparoscopic entry, intraoperative enterotomy, exploratory laparotomy. Preoperative diagnosis: strong family history bilateral salpingo-oophorectomy. Postoperative diagnosis: same, and incidental intraoperative enterotomy. Anesthesia: general. Co-surgeon: (B)(6), md. Assistant: (B)(6) md. Specimens: none. Complications: intraoperative enterotomy. Drains: foley catheter. Estimated blood loss: 20 mg. IV [intravenous] fluids: 1000 ml. Findings: extensive adhesions and anterior wall abdominal mesh. Indication for procedure: strong family history of ovarian cancer and 14% estimated lifetime risk of ovarian cancer. The patient was seen pre-operatively in the clinic. The risks, benefits, complications, treatment options, and expected outcome were discussed with the patient. See clinic note for details. Procedure in detail: ¿the patient was taken to the operating room where general endotracheal anesthesia was obtained. She was prepped and draped in routine fashion in dorsal lithotomy position with both arms tucked and with shoulder harnesses in place. A time out was held and the above information confirmed. Bimanual exam confirmed no contraindications to proceeding with the planned procedure. Uterus was mobile and small. No adnexal masses palpated. Sterile speculum was placed in the vagina and the anterior lip of the cervix was grasped with a single tooth tenaculum. The uterine manipulator was placed. Sterile speculum was removed and foley catheter placed. Sterile gloves were changed over and attention turned to the abdomen. A 10 mm vertical skin incision was then made in the base of the umbilicus. Due to her history of multiple abdominal surgeries, we planned to enter the abdomen using open laparoscopic technique. Dissection was carried down through the subcutaneous tissue to the fascia. There was mesh noted in this area. The fascia was grasped bilaterally with two kocher clamps and an incision was made in the fascia. The fascia was tagged bilaterally with kocher clamps. Feeling around under the fascia it was apparent that we were still pre-peritoneal in location. Pre-peritoneal fat was identified. The tissue below was grasped and an area of thin tissue was identified and thought to be peritoneum. This was grasped and cut through with metzenbaum scissors. It was apparent at this point that this was an enterotomy through the small bowel. There was no fecal spillage. General surgery was immediately paged for their assistance with this repair. Intravenous flagyl was administered as well. See dr. (B)(6) note for details. Following the repair, we attempted to identify an area free of adhesions to enter the abdominal cavity to complete the planned procedure, but there were extensive adhesions and we decided to terminate the procedure and not risk further bowel injury. The area was irrigated with a liter of bacitracin-saline solution. The fascia was closed with interrupted 1 vicryl suture. The subcutaneous tissue was irrigated and closed with interrupted 2-0 vicryl suture. The skin was closed with running 3-0 monocryl suture. The incision sites were injected with a total of 20 ml 0.25 bupivacaine with epinephrine. The instruments were removed from the vagina and hemostasis assured. The patient tolerated the procedure well. Sponges, lap, and needle counts were reported as correct times two. The patient received antibiotics preoperatively.¿ (B)(6) 2016 : (B)(6). Operative report. Preoperative diagnosis: enterotomy. Postoperative diagnosis: enterotomy [bowel resection]. Procedure: repair of intraoperative small bowel injury/enterotomy. Assistant: n/a [not applicable]. Findings: see below. Specimen: none. Blood loss: nil. ¿I was called to the or [operating room] for intraoperative consultation by dr. Brown and dr. Lessard to see (B)(6). She was undergoing placement of a hasson trocar for a planned gyn [gynecology] procedure. As the fascia was being divided, what appeared to be mesh was encountered and a structure consistent with small bowel and an apparent enterotomy was noted. The ob/gyn [obstetrics/gynecology] team identified the injury, and halted the procedure at that time. There was no fecal spillage noted. I was called to the operating room to assist in identifying and repairing of the enterotomy. We extended the incision cranially and caudally and, in fact, there was mesh present in this region. Using traction, countertraction, and sharp dissection, we did take the small bowel off the mesh circumferentially, a large number of adhesions were noted. The area of injury to the small bowel was noted. There was an approximately 0.75 cm sharp, clean enterotomy. There was no fecal spillage. After mobilizing the afferent and efferent portions of the bowel, the enterotomy was closed in a transverse fashion using an inner layer of inverting 3-0 vicryl, followed by interrupted 3-0 silk lembert sutures. The area of the closure was tension-free, the bowel appeared widely patent and the area was hemostatic. The area was irrigated. Closure was then performed by ob/gyn [obstetrics/gynecology] team. The patient tolerated this well and was stable all throughout.¿ (B)(6) 2017: (B)(6). Operative report. Preoperative diagnosis: infected abdominal wall mesh with possible small bowel fistula to the mesh. Postoperative diagnosis: infected abdominal wall mesh with large defect in the small bowel with spillage of frank bowel contents. Assistant: (B)(6), surgery resident, pgy-1, and (B)(6), surgery resident, pgy-4. Estimated blood loss: 150 ml. Complications: none. Findings: pus pocket with biliary enteral contents below the superior portion of the mesh with large defect in a loop of small bowel. Procedures performed: exploratory laparotomy. Removal of mesh. Extensive lysis of adhesions with small bowel resection and side-to-side stapled anastomosis. Peritoneal lavage with extensive washout. Abdominal wound closure with wound v.a.c [vacuum assisted closure] placement. Complications: none. Disposition: patient to the recovery room in stable condition. Specimen: infected mesh. Resected segment of small bowel. ¿the patient is a 61 year-old female who is 10 years status post a ventral wall hernia placement who, earlier this year, had an ob/gyn [obstetrics/gynecology] procedure in which they injured a loop of small bowel that was repaired by dr. Belluk earlier this year. The patient presents with an infected mesh with a collection of fluid underneath the mesh. She was consented for the above procedures with risks, benefits, and alternative explained. Procedure: she was appropriately preop'd, taken to the operating room, placed in the supine position, and given general endotracheal anesthesia. The abdomen was prepped and draped in normal sterile fashion with chlorhexidine prep. We began with a midline incision over the original scar, staying mostly infraumbilical using a scalpel blade. We entered into the midline using electrocautery. The patient had a thick rind of midline fascia due to significant scar tissue. We immediately encountered the mesh underneath, and then proceeded to resect it gently using blunt dissection, but also using scissors to take down the attachments circumferentially. We found a pus pocket underneath in which we immediately cultured and then suctioned. Once we were able to remove the mesh, we identified a loop of small bowel that had a large hole within it spewing its biliary contents. We then proceeded to isolate and mobilize this loop of small bowel, which was significantly adhered to surrounding tissue, and this took extensive lysis of adhesions to do so. Once we freed this up, we were able to identify that there was a second defect in the small bowel just adjacent to it. We were able then to resect this completely using a gia stapler, resecting approximately a 6-inch segment of small bowel. We then did a side-to-side stapled anastomosis and then stapled the opening as well. We closed the mesentery using interrupted silk sutures. The staple lines appeared healthy. We then irrigated all 4 quadrants of the abdomen using large amounts of sterile saline. We changed our gloves and irrigated additionally, ensuring that we had suctioned particularly the pelvis as well as the surrounding tissues. The remainder of the bowel appeared healthy. We then closed the fascia using looped #1 polydioxanone sutures from above and below, meeting in the middle. We then irrigated the wound and closed with a wound vacuum assisted closure as it was a heavily contaminated wound. We fashioned the wound vacuum assisted closure to fit precisely. Needle and sponge counts were correct at the end of the case. The patient tolerated the procedure well. She was extubated uneventfully and transferred to the recovery room in stable condition.¿ (B)(6) 2017: (B)(6). Procedure note. Assistant(s): (B)(6). Pre-procedure diagnosis: infected mesh with small bowel fistula. Post-procedure diagnosis: infected mesh with small bowel fistula. Procedure(s) (description): exploratory laparotomy. Removal of infected mesh. Small bowel resection and anastomosis. Repair of small bowel enterotomy. Placement of negative pressure wound management system. Findings: abscess cavity surrounding mesh with fistula from small bowel. Specimen(s) type: pathology: mesh and small bowel. Estimated blood loss: 150 ml. [Missing records: a culture report detailing analysis of the specimen collected during the (B)(6) 2017 procedure was not provided.] (B)(6) 2017: (B)(6). Pathology. Clinical history: infected abdominal mesh. Specimen received: a. Infected explanted hernia mesh. B. Small bowel segment. Gross description: a. The specimen is received in formalin, labeled with the patient's name, medical record number and "expanded hernia mesh" and consists of a somewhat irregularly shaped segment of reddish tan mesh, overall dimensions approximately 26.5 x 11 x 0.3 cm. The mesh demonstrates staples around the margin. Focally, 8.0 x 4.0 cm of mesh shows greenish yellow discoloration. There is also focal appearing adipose and reddish tan tissue. Representative sections in 1 cassette. B. The specimen is received in formalin, labeled with the patient's name, medical record number and "small bowel segment" and consists of 9.0 x 2.8 cm segment of small bowel, with attached adipose tissue. Each end is stapled shut. The anti-mesenteric side of the bowel demonstrates a 3.5 x 0.9 cm defect exposing the underlying small bowel mucosa. The edges of the defect demonstrate heaped-up granular reddish margins. The stapled margins are submitted in cassettes 1 and 2. The stapled margins are submitted are submitted in cassettes 1 and 2. The bowel mucosa is unremarkable pink-tan, with the exception of the mucosa surrounding the apparent ostomy site which appears somewhat ulcerated and granular purplish red in nature. Sections of the somewhat ulcerated appearing area around the stoma are sampled in cassettes 3-5. A random section of small bowel is submitted in cassette 6. Representative sections are submitted in 6 cassettes. Microscopic description: a. Sections show necrotic fibrous tissue showing marked neutrophilic exudate with adherent fibrin. B. Sections of small bowel show small tubular glands with erosion, acute and chronic inflammation and fibrosis. Serosal fibrosis is also present. Diagnosis: a. Foreign material (mesh), fibrous tissue showing marked acute inflammation. B. Small bowel segment showing acute and chronic inflammation. [Missing records: records for the CT scan ¿concerning for small bowel inflammation associated with a known recurrent abdominal wall hernia¿ were not provided]. (B)(6), 2018: (B)(6),, md. Operative report. Assistant. M. Hansen pgy1. Post-procedure diagnosis: ventral incisional hernia. Procedure(s): diagnostic laparoscopy. Open repair enterotomy. Open primary repair of ventral hernia. Findings: extensive adhesions between the small bowel and abdominal wall. Specimen: none. Estimated blood loss: 25 ml. (B)(6) is a pleasant 61 y.o. Female who presented with abdominal pain and CT scan concerning for small bowel inflammation associated with a known recurrent abdominal wall hernia. She has a history of prior excision of infected abdominal wall hernia mesh in (B)(6) of 2017. She was consented for diagnostic laparoscopy with hernia repair. The patient was brought to the or and intubated via endotracheal intubation by anesthesia. She was prepped and draped in sterile fashion and timeout was performed. We began by placing a 5mm laparoscopic trocar in the left upper quadrant. This was done using a veres [sic] needle followed by a drop test then insertion of the trocar under direct visualization using an optiview trocar. Once the trocar was in the scope was inserted and the abdomen was inspected. There was no evidence of injury during trocar placement. The abdomen had a large amount of small bowel adherent to the midline abdominal wall but the remainder of the abdomen was relatively free of adhesions. We placed 2 additional 5mm trocars in through the left lateral abdominal wall under direct visualization. We then bluntly separated the adherent bowel from the abdominal wall using dorsey graspers. We also did a small amount of sharp dissection with laparoscopic scissors. Most of the adhesions were flimsy and came down easily however a traction injury from an adhesion between the small bowel and abdominal wall occurred resulting in a small enterotomy in the small bowel. Once enough lysis of adhesions was performed that we felt this small bowel would reach the hernia defect which was noted to be approximately 2cm in size just to the left of the umbilicus. We grasped the injured area of small bowel with a laparoscopic babcock grasper and switched to an open procedure. We made an -7cm open incision following the patient's previous midline incision. We freed the umbilicus from the underlying fascia with metzenbaum scissors and raised the skin and subcutaneous tissues off of the fascia with electrocautery to expose the hernia defect. The defect was enlarged with electrocautery to give us enough space to lift the small bowel with its enterotomy into the operative field. The enterotomy was identified and closed in 2 layers with a running 3-0 vicryl connell suture followed by a row of interrupted lembert sutures also of 3-0 vicryl. Once we were happy with our repair we dunked the small bowel back into the abdomen. The hernia defect was then closed with a running 0 polydioxanone suture. The abdomen was reinflated and the small bowel was re-inspected for any other evidence of injury and none was found. We then closed the subcutaneous tissues with 3-0 vicryl sutures followed by 4-0 monocryl. The patient was awakened from anesthesia and taken to post anesthesia care unit in good condition.¿ [missing records: records for a CT showing ¿recurrent midline ventral hernia¿ were not provided.] (B)(6) 2018: (B)(6). (B)(6). History and physical. 4 months ago, began to notice a bulge in midline and increasing abdominal pain in the area. Seen by dr. Sayler from obstetrics and gynecology and is planned for combined case today to fix hernia and remover ovaries. History of asthma, face cellulitis, gastroesophageal reflux disease. Surgical history: laparoscopy tubal ligation. Imaging studies: CT-recurrent midline ventral hernia. Wt 184 lbs, bmi 30.78. Impression: given degree of adhesions between bowel and abdominal wall during last surgery, I do not think it would be wise to attempt another laparoscopic approach. Recommend open ventral hernia repair with mesh. Will do combined case with obstetrics and gynecology to remove ovaries. Obesity. (B)(6) 2018: (B)(6). Operative report. Assistant(s): lonnie. Post-procedure diagnosis: ventral hernia, high risk for ovarian cancer. Procedure(s) (description): repair of recurrent ventral hernia (prolene bard macroporus soft mesh trimmed to 25 cm x 12 cm was used for the repair). Extensive lysis of adhesions. Laparoscopic bilateral salpingo-oophorectomy (performed by ob/gyn [obstetrics/gynecology]). Findings: as expected. Specimen(s) type: pathology: bilateral ovaries, hernia sac. Estimated blood loss: 50 ml. (B)(6) is a 62 y.o. Female who presented with a large hernia in the upper abdomen containing small bowel. She had undergone prior ventral hernia repair, mesh infection, mesh removal and repeat primary ventral hernia repair complicated by an enterotomy. She is also at high risk of ovarian cancer and would benefit from prophylactic oophorectomy. She was consented for a combined case with obstetrics and gynecology for hernia repair and oophorectomy. The patient was brought to the or and intubated via endotracheal intubation by anesthesia. She was prepped and draped in sterile fashion and timeout was performed. We began by making a vertical incision over the large 10cm bulge in the patient's mid abdomen following the scar from her previous surgical procedure. We used electrocautery to carry the incision down until we reached the hernia sac. We did this by lifting the layers of subcutaneous tissues with a hemostat and cauterizing the tissue above the hemostat to avoid entering the hernia sac or causing an enterotomy. Once the hernia sac was identified we used a combination of blunt finger fracture and dissection with electrocautery to free the hernia sac down to the level of the fascia. We then entered the sac sharply with scissors and spent the next 1.5 hours lysing adhesions between her small intestine and the hernia sac and anterior abdominal wall. Once the abdominal wall was free of adherent bowel a hand port was placed through the wound and the abdomen was insufflated and additional adhesiolysis was performed laparoscopically after placing a 10mm port in the rlq [right lower quadrant] and a 5mm port in the llq [left lower quadrant]. Once the pelvis was free of adhesions obstetrics and gynecology stepped in and performed bilateral salpingo-oophorectomy. Please see their separate note for details of their part of the procedure. Once the ovaries were removed, attention was turned to the hernia repair. The linea alba was grasped with khocker clamps and the posterior rectus sheath was opened along the length of the hernia defect on both sides. A plane was made below the rectus. The posterior rectus sheath was then approximated with running 2-0 polydioxanone suture. We then trimmed a piece of macroporus prolene mesh to fit the size of the space below the rectus. This ended up being 24 cm x 12 cm. The hernia defect itself was 12 cm x 8 cm. The mesh was tacked in place in all 4 quadrants using 2-0 polydioxanone suture. The inferior and lateral stitches were passed through the abdominal wall using the suture passer needle. The mesh was then quilted down to the posterior sheath using interrupted 2-0 polydioxanone suture. The anterior fascia was then closed with a running 1 looped polydioxanone sutures. A 15 fr round drains was placed through the right lower quadrant port site into the subcutaneous space above the fascia. The subcutaneous tissues were approximated with interrupted 3-0 vicryl sutures. The skin of the midline incision was closed with staples. The port and stab incisions were closed with 4-0 monocryl and dermabond. Dressings were applied. The patient was extubated and taken to the pacu [post anesthesia care unit] in good condition.¿ (B)(6) 2018: (B)(6). Operative report. Panel 1: primary: (B)(6). Panel 2: primary: (B)(6), assistant: (B)(6). Pre-procedure diagnosis: ventral hernia. High risk for ovarian cancer. Post-procedure diagnosis: ventral hernia. High risk for ovarian cancer. Procedure(s) (description): panel 1: repair of recurrent ventral hernia (prolene bard macroporus soft mesh trimmed to 25cm x 12cm was used for the repair); extensive lysis of adhesions. Panel 2: laparoscopic bilateral salpingectomy. Findings: normal-appearing uterus, tubal segments s/p [status post] ligation, small postmenopausal ovaries; see separate operative note for more details. Specimen(s) type: bilateral ovaries and tubal remnants, hernia sac. Estimated blood loss: 50 ml. Indication: ¿(B)(6) is a 62 y.o. Woman who presented to clinic with the above conditions. She had been previously consented for the above procedures, see preoperative documentation for further details. Procedure: the patient was taken to or #5, where dr. Persinger began the procedure by performing a laparoscopic lysis of adhesions, see her documentation for details. Our panel was called when this was completed to perform bilateral salpingo-oophorectomy. Graves speculum was placed, cervix grasped posteriorly with tenaculum and cohen manipulator placed without difficulty and speculum removed. Gloves were changed, and the pelvis was inspected with the above findings. The right ovary was grasped and tensed, and the left ip desiccated and divided with the harmonic ace, after which the ace was used to dissect through the uteroovarian ligament and free the specimen from the cornu. This was repeated on the right side. Specimens were removed within an endocatch bag and sent for final pathology. All pedicles appeared dry. Care of the patient was then turned back over to dr. Persinger.¿ (B)(6) 2018: (B)(6). Discharge summary. Tolerating diet, having bowel function, pain controlled, afebrile, vitals stable. Patient discharged home, follow up 2 weeks. Discharge instructions: regular diet. No heavy lifting for 2 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1930, 3191: appropriate term/code not available for ¿wound vac") were reported based on the original complaint and are no longer applicable per gore¿s investigation medical records: the known medical records span (B)(6) 2007 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2007 through (B)(6) 2010 through (B)(6) 2013, and (B)(6) 2013 through (B)(6) 2016 were not provided. Patient information: medical history: obesity: (B)(6) 2018: 184 lbs., bmi 30.78. Smoker: (B)(6) 2018: ¿current every day smoker. Quit in 2001, smokes 1-2 packs per day.¿ prior surgical procedures: (B)(6) 2006: laparotomy converted to open appendectomy and small bowel resection. (B)(6) 2007: laparoscopic incisional hernia repair. Implant gore® dualmesh® plus biomaterial. (B)(6) 2010: repair of left lower quadrant hernia with upps mesh [ethicon ultrapro® plug]. (B)(6) 2013: upper gi [gastrointestinal] endoscopy, biopsy. (B)(6) 2016: attempted open laparoscopic entry, intraoperative enterotomy, exploratory laparotomy. (B)(6) 2016: repair of intraoperative small bowel injury/enterotomy. ¿(B)(6) 2017: exploratory laparotomy. Removal of mesh. Extensive lysis of adhesions with small bowel resection and side-to-side stapled anastomosis. Peritoneal lavage with extensive washout. Abdominal wound closure with wound v.a.c [vacuum assisted closure] placement. Implant preoperative complaints: (B)(6) 2007: ¿the patient has an incisional hernia. He [sic] has elected to repair it.¿ implant procedure: laparoscopic incisional hernia repair. [Implant gore® dualmesh® plus biomaterial, 04406916/1dlmcp07, 20cmx 30cm x 1mm thick]. Implant date: (B)(6) 2007 : description of hernia being treated: ¿we made a skin incision laterally to the left and worked our way down to fascia, and opened up the fascia and carefully worked our way into the abdomen. We put in a hasson, the gas, and a 30-degree scope. We put a 5-mm trocar superiorly and an 11-mm trocar inferiorly. There were multiple adhesions with bowel stuck right up into multiple defects. We took our time and took all of these down. We elected to put an 11-mm trocar superiorly so that we could approach these adhesions through multiple ports. Once we had all the adhesions down, we looked at the bowel and saw no signs of injury. There were multiple defects. I measured the defects to be a total of 8 x 22.5 cm.¿ implant size and fixation: ¿we chose a 20 x 30 cm mesh and I cut 5 cm off so we had a 15 x 30 cm mesh which would give us lots of coverage of at least 3 cm in all directions. This was gore-tex dual mesh plus. We put the gore-tex stitches at the 6 and 12 o¿clock positions. We then put the mesh in through the hasson site, and then we opened it up and made sure that the white part was against the fascia and the brown was against bowel as it was designed to be. We then brought the gore-tex stitches at the 6 and 12 o'clock positions through the abdominal wall and then tied them. We used the ethicon endo anchor and put endo anchors at the 3 and 6 o'clock positions. I used the 5-mm trocar and went laterally to the right so that I could get good use of the endo anchor on both sides. Once we had these 2 staples in, we found that the mesh was sitting just like we had wanted it to be. We then put endo anchors every 2 cm. We then put gore-tex stitches every 5 cm going through the gore-tex and then coming back up and tying. This gave us excellent coverage of all the hernias. We then removed the trocars until direct vision. We closed the hasson site with interrupted vicryl stitches. All skin incisions were closed with 3-0 prolene stitches.¿ relevant medical information: inpatient hospitalization [hospitalization dates unknown]. (B)(6) 2010: repair of left lower quadrant hernia with upps mesh. ¿a skin incision was made with a 15 blade and dissection was carried down through subcutaneous tissues using electrocautery. External oblique was identified and hernia sac was dissected free and reduced. The defect was repaired with a upps mesh patch . The patch was fixed medially to the external oblique inferiorly to the external oblique. 0 prolene sutured were used to close the defect incorporating the mesh. The wound was anesthetized with 30cc¿s of 0.5% marcaine with epinephrine solution. Subcutaneous tissues were closed with 3-0 vicryl and the skin was close with 4-0 vicryl.¿ (B)(6) 2013: upper gi [gastrointestinal] endoscopy, biopsy. ¿the olympus gastroscope was inserted into the mouth and advanced under direct vision to the second duodenum. A careful inspection was made as the gastroscope was withdrawn, including a retroflexed view of the proximal stomach; findings and interventions are described below.¿ ¿recommendations: proceed with colonoscopy. F/u [follow up] with oncology. Plan capsule if CT abd [abdomen]/pelvis and hematology evaluation is negative.¿ ¿post-procedure diagnosis: hiatal hernia. Normal esophagus, stomach, and duodenum ¿ 2 cm hiatal hernia...¿ (B)(6) 2016: ¿pre-procedure diagnoses: family history of ovarian cancer.¿ (B)(6) 2016: indication. ¿strong family history of ovarian cancer and 14% estimated lifetime risk of ovarian cancer. The patient was seen pre-operatively in the clinic.¿ inpatient hospitalization [hospitalization dates unknown]. (B)(6) 2016: ¿procedures: attempted open laparoscopic entry, intraoperative enterotomy, exploratory laparotomy. ¿bimanual exam confirmed no contraindications to proceeding with the planned procedure.¿ ¿sterile speculum was placed in the vagina and the anterior lip of the cervix was grasped with a single tooth tenaculum. The uterine manipulator was placed. Sterile speculum was removed and foley catheter placed. Sterile gloves were changed over and attention turned to the abdomen. A 10 mm vertical skin incision was then made in the base of the umbilicus. Due to her history of multiple abdominal surgeries, we planned to enter the abdomen using open laparoscopic technique. Dissection was carried down through the subcutaneous tissue to the fascia. There was mesh noted in this area. The fascia was grasped bilaterally with two kocher clamps and an incision was made in the fascia. The fascia was tagged bilaterally with kocher clamps. Feeling around under the fascia it was apparent that we were still pre-peritoneal in location. Pre-peritoneal fat was identified. The tissue below was grasped and an area of thin tissue was identified and thought to be peritoneum. This was grasped and cut through with metzenbaum scissors. It was apparent at this point that this was an enterotomy through the small bowel. There was no fecal spillage. General surgery was immediately paged for their assistance with this repair.¿ ¿following the [general surgery] repair, we attempted to identify an area free of adhesions to enter the abdominal cavity to complete the planned procedure, but there were extensive adhesions and we decided to terminate the procedure and not risk further bowel injury. The fascia was closed with interrupted 1 vicryl suture. The subcutaneous tissue was irrigated and closed with interrupted 2-0 vicryl suture. The skin was closed with running 3-0 monocryl suture.¿ ¿post-procedure diagnoses: ¿family history of ovarian cancer. Abdominal adhesions. Intraoperative perforation of small bowel.¿ (B)(6) 2016: repair of intraoperative small bowel injury/enterotomy. ¿as the fascia was being divided, what appeared to be mesh was encountered and a structure consistent with small bowel and an apparent enterotomy was noted. The ob/gyn [obstetrics/gynecology] team identified the injury, and halted the procedure at that time. There was no fecal spillage noted. I was called to the operating room to assist in identifying and repairing of the enterotomy. We extended the incision cranially and caudally and, in fact, there was mesh present in this region. Using traction, countertraction, and sharp dissection, we did take the small bowel off the mesh circumferentially, a large number of adhesions were noted. The area of injury to the small bowel was noted. There was an approximately 0.75 cm sharp, clean enterotomy. There was no fecal spillage . After mobilizing the afferent and efferent portions of the bowel, the enterotomy was closed in a transverse fashion using an inner layer of inverting 3-0 vicryl, followed by interrupted 3-0 silk lembert sutures. The area of the closure was tension-free, the bowel appeared widely patent and the area was hemostatic. The area was irrigated. Closure was then performed by ob/gyn [obstetrics/gynecology] team.¿ explant preoperative complaints: (B)(6) 2017: ¿the patient is a 61-year-old female who is 10 years status post a ventral wall hernia placement who, earlier this year, had an ob/gyn [obstetrics/gynecology] procedure in which they injured a loop of small bowel that was repaired...¿ ¿the patient presents with an infected mesh with a collection of fluid underneath the mesh.¿ (B)(6) 2017: ¿preoperative diagnosis: infected abdominal wall mesh with possible small bowel fistula to the mesh.¿ explant procedure: exploratory laparotomy. Removal of mesh. Extensive lysis of adhesions with small bowel resection and side-to-side stapled anastomosis. Peritoneal lavage with extensive washout. Abdominal wound closure with wound v.a.c [vacuum assisted closure] placement. Explant date: (B)(6) 2017: (B)(6) 2017: ¿we began with a midline incision over the original scar, staying mostly infraumbilical using a scalpel blade. We entered into the midline using electrocautery. The patient had a thick rind of midline fascia due to significant scar tissue. We immediately encountered the mesh underneath, and then proceeded to resect it gently using blunt dissection, but also using scissors to take down the attachments circumferentially. We found a pus pocket underneath in which we immediately cultured and then suctioned. Once we were able to remove the mesh, we identified a loop of small bowel that had a large hole within it spewing its biliary contents. We then proceeded to isolate and mobilize this loop of small bowel, which was significantly adhered to surrounding tissue, and this took extensive lysis of adhesions to do so. Once we freed this up, we were able to identify that there was a second defect in the small bowel just adjacent to it. We were able then to resect this completely using a gia stapler, resecting approximately a 6-inch segment of small bowel. We then did a side-to-side stapled anastomosis and then stapled the opening as well. We closed the mesentery using interrupted silk sutures. The staple lines appeared healthy. We then irrigated all 4 quadrants of the abdomen using large amounts of sterile saline. We changed our gloves and irrigated additionally, ensuring that we had suctioned particularly the pelvis as well as the surrounding tissues. The remainder of the bowel appeared healthy. We then closed the fascia using looped #1 polydioxanone sutures from above and below, meeting in the middle. We then irrigated the wound and closed with a wound vacuum assisted closure as it was a heavily contaminated wound.¿ (B)(6) 2017: findings: ¿abscess cavity surrounding mesh with fistula from small bowel.¿ (B)(6) 2017: postoperative diagnosis. ¿infected abdominal wall mesh with large defect in the small bowel with spillage of frank bowel contents.¿ a culture report detailing analysis of the specimen collected during the 08/15/17 procedure was not provided. (B)(6) 2017: pathology. Clinical history: ¿infected abdominal mesh.¿ specimen received: ¿a. Infected explanted hernia mesh.¿ ¿b. Small bowel segment. ¿ gross description: ¿a. The specimen is received in formalin, labeled with the patient's name, medical record number and "expanded hernia mesh" and consists of a somewhat irregularly shaped segment of reddish tan mesh, overall dimensions approximately 26.5 x 11 x 0.3 cm. The mesh demonstrates staples around the margin. Focally, 8.0 x 4.0 cm of mesh shows greenish yellow discoloration . There is also focal appearing adipose and reddish tan tissue.¿ ¿b. The specimen is received in formalin, labeled with the patient's name, medical record number and "small bowel segment" and consists of 9.0 x 2.8 cm segment of small bowel, with attached adipose tissue. Each end is stapled shut. The anti-mesenteric side of the bowel demonstrates a 3.5 x 0.9 cm defect exposing the underlying small bowel mucosa. The edges of the defect demonstrate heaped-up granular reddish margins. The bowel mucosa is unremarkable pink-tan, with the exception of the mucosa surrounding the apparent ostomy site which appears somewhat ulcerated and granular purplish red in nature.¿ microscopic description: ¿a. Sections show necrotic fibrous tissue showing marked neutrophilic exudate with adherent fibrin.¿ ¿b. Sections of small bowel show small tubular glands with erosion, acute and chronic inflammation and fibrosis. Serosal fibrosis is also present.¿ diagnosis: ¿a. Foreign material (mesh), fibrous tissue showing marked acute inflammation.¿ ¿b. Small bowel segment showing acute and chronic inflammation.¿ relevant medical information: (B)(6) 2018: diagnostic laparoscopy. Open repair enterotomy. Open primary repair of ventral hernia. (B)(6) 2018: repair of recurrent ventral hernia (prolene bard macroporus soft mesh trimmed to 25 cm x 12 cm was used for the repair). Extensive lysis of adhesions. Laparoscopic bilateral salpingo-oophorectomy (performed by ob/gyn [obstetrics/gynecology]). Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04406916. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2017 whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: exploratory laparotomy, removal of infected mesh, small bowel resection, wound vac. Additional event specific information was not provided.